Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corrosion on keypad traces. No button error alarms noted during testing. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump has a cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads and scratches on the reservoir tube window.

Event description:
Customer's father reported that the insulin pump alarmed for a button error and that he was unable to clear the alarm. The blood glucose reading was 230 mg/dl. Nothing further was reported.